Manufacturer narrative:
Customer reported sample looking turbid. Customer did not identify serum indices. Customer did not report problems with calibration or qc. Event may be sample specific and service was not dispatched for this event. A clear root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report one (1) patient glucm test results not matching when run in duplicate mode on the unicel dxc 800 pro synchron chemistry analyzer. Sample was rerun on alternate instrument in duplicate mode. This result was reported out of the lab. No report of death or injury have been reported in connection with this event.